Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. The customer experienced a blood glucose (bg) level of 41 mg/dl. Customer consumed carbohydrates to address low bg. The cause of the low bg was a result of the customer suspending insulin delivery. Tandem technical support informed the customer regarding the causes of resume pump alarms; customer acknowledged information.